Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.145¿ x 0.177¿ was not returned with the instrument. Additionally, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken near the base of the distal clevis. The wires were slightly exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was stuck in the trocar while being removed from the port. The tip was dislodged during removal. The procedure was completed with no reported injury.